Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was used to treat a 13mm in diameter and 40mm in length adenoid cystic carcinoma in the left bronchus during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent was unable to deploy. The stent was fully covered on the delivery system when it was removed from the patient. The procedure was not completed due to the same device not being available. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: an ultraflex tracheobronchial covered distal stent and delivery system were received for analysis. The stent was received fully covered and undeployed. Functional inspection was performed, the stent was successfully deployed by pulling the finger ring without any resistance felt. No problems were observed with the device the reported event of stent failure to deploy was not confirmed. The stent was successfully deployed during functional inspection without any problems. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was used to treat a 13mm in diameter and 40mm in length adenoid cystic carcinoma in the left bronchus during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent was unable to deploy. The stent was fully covered on the delivery system when it was removed from the patient. The procedure was not completed due to the same device being not available. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.